Manufacturer narrative:
(B)(4). Additional information: the lot number is unknown; however, it was reported to be either gd897363, gd897538 or gd897546. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was dry. This was found by a patient upon opening of the packaging and before use. The reporter stated that the sponge had a ¿brownish color¿, there was no damage to the packaging, and the device had been stored at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing dates: lot # gd897363 was manufactured from 07/18/2014-07/25/2014, lot # gd897546 was manufactured from 08/15/2014-08/21/2014 and lot # gd897538 was manufactured from 08/08/2014-08/15/2014. A report indicative of a minicap with inadequate idone was received. A batch review was conducted for lot numbers gd897363, gd897546 and gd897538 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.